Event description:
It was reported that the device delivered an inappropriate shock. The device was explanted and replaced. No further information is available.

Manufacturer narrative:
The reported event of inappropriate therapy could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.